Event description:
It was reported that pump battery depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding actions taken or final outcome of event.